Event description:
The customer stated an architect c16000 analyzer generated a falsely depressed calcium result for one patient sample. The analyzer generated an initial calcium result of 6.9 and a repeat calcium result of 8.4. The patient had a historical calcium result of 9.1. The falsely depressed calcium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.